Event description:
It was reported that the patient's implantable pulse generator (ipg) was removed due to a systemic infection. The ipg was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.